Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's pump had been dry for 3 years or more. The patient needed the pump taken out and a new one put in because she had huntington's disease and parkinson's disease. The patient's doctor told her it was going to get worse. The patient let the pump run dry because she quit taking pain medication, but now her disease was back and was causing more pain. The patient had pain every day. She has had 40 surgeries. When asked if the 40 surgeries were related to her pump, the patient reported "yeah, when I broke my back, neck and I had endometriosis." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that the patient had the pump for a while and hadn¿t had medication in the pump for two years/stopped using the pump starting (B)(6) 2014 due to the patient¿s own choices as the patient wanted to get off medicine. It was noted that the patient found a healthcare professional (hcp) to remove the pump but didn¿t have an hcp to implant a new pump. Physician listings were requested. It was noted that the patient was diagnosed with huntington¿s disease a year and a half to two years ago, and was diagnosed with tourette¿s syndrome and parkinson¿s disease on an unknown date before the huntington's disease diagnosis. It was stated that the patient¿s hcp told the patient they would need the pump for pain control due to their disease. The patient was on medication ¿benzpro and morphine.¿ due to the patient¿s huntington's disease, their brain didn¿t function properly so the patient had people to help, per the consumer. No symptoms or complications were reported or anticipated.